Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/08/2016-product analysis: the device was returned and evaluated by product analysis on 03/24/2016 with the following findings: review of the pump¿s black box revealed rebooting events. Two battery compartment cracks were observed; the returned cap was able to secure properly to the pump. Moisture was observed behind the display screen. Leak testing revealed a bolus button leak. The pump failed to power on. Moisture was observed on the pump¿s internal components. The pump successfully completed a prime sequence without issue or alarm. The power draws were found to be within specification.